Event description:
Baxter reports two incidents of fiber leaks at the onset of the patient treatments. The dialyzers were reused one time. No patient injury or need for medical intervention was noted.

Event description:
Baxter reports two incidents of fiber leaks at the onset of the patient treatments. The dialyzers were reused one time. No patient injury or need for medical intervention was noted.